Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 for treatment of urinary incontinence and mesh was implanted. Following the procedure, the patient has had extreme difficulty urinating, cannot sit for prolonged periods of time and has experienced pain on an ongoing basis. As a result of the pain, the patient takes prescription pain on an ongoing basis. The patient has undergone various medical procedures including but not limited to various procedures to repair device. Attempts at repair have been unsuccessful. The patient has undergone surgeries and hospitalizations and has sustained permanent and debilitating injuries.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with tah and posterior repair due to sui, pop, menorrhagia, fibroid uterus and dyspareunia. Following the procedure, the patient has had extreme difficulty urinating, cannot sit for prolonged periods of time and has experienced pain on an ongoing basis. As a result of the pain, the patient takes prescription pain on an ongoing basis. The patient has undergone various medical procedures including but not limited to various procedures to repair device. Attempts at repair have been unsuccessful. The patient has undergone surgeries and hospitalizations and has sustained permanent and debilitating injuries. It was reported that the patient underwent a cystoscopy on (B)(6) 2002 due to obstructive voiding symptoms. It was reported that the patient underwent urethral dilation on (B)(6) 2002 due to outlet obstruction. It was reported that patient underwent cystoscopy and laser ablation of mesh on (B)(6) 2013 due to erosion. It was reported that patient underwent cystoscopy on (B)(6) 2007, (B)(6) 2013, (B)(6) 2014, & (B)(6) 2015 due to urethral stenosis and mesh erosion. It was reported that patient underwent transurethral resection of transurethral mesh on (B)(6) 2012 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.